Event description:
Healthcare professional reported beginning "approximately 20 days ago" right-side "rash skin well marked and progressive increase in breast volume." Also reported "rupture," confirmed on ultrasound and mammography, "lots of pain, and lots of inflammatory reaction." Physician later reported "abundant amount of citrine seroma (approximately 250ml)," "confirmed of bia-alcl" "pathologic staging: pt4 pn" and "capsular contracture" baker grade unknown. Immunohistochemistry of the breast capsule and seroma fluid confirmed biomarkers cd30+ and alk-. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Lymphoma-alcl: unable to observe since it is not related to the device. Skin rash/dermatitis: unable to observe since it is not related to the device. Additional observations: red particles were observed on the shell. Red encapsulation was observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient representative reported "abdominal and thoracic pain" which has been deemed not related to the device.

Event description:
Healthcare professional reported beginning "approximately 20 days ago" right-side "rash skin well marked and progressive increase in breast volume." Also reported "rupture," confirmed on ultrasound and mammography, "lots of pain, and lots of inflammatory reaction." Physician later reported "abundant amount of citrine seroma (approximately 250ml)," "confirmed of bia-alcl" "pathologic staging: pt4 pn" and "capsular contracture" baker grade unknown. Immunohistochemistry of the breast capsule and seroma fluid confirmed biomarkers cd30+ and alk-. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. The events of bia-alcl, capsular contracture, baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: bia-alcl, capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, liquid, seroma.

Event description:
Healthcare professional reported right-side "rupture, seroma fluid, lots of pain, and lots of inflammatory reaction." Device has been removed.